Manufacturer narrative:
Device evaluation summary: dried contrast was evident in the inflation lumen. The stent was positioned on the balloon but not meeting specifications due to deformation of the proximal wraps stretched over the proximal markerband. Deformation was evident to the 12th to 15th distal stent wraps with struts stretched and raised. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary, drug eluting stent to treat a moderate calcified, moderate tortuosity lesion in the distal circumflex (cx) artery. There was no damage noted to the packaging. Negative prep was performed with no issues. It was reported that the stent deformed in vivo during positioning. It is stated that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. The patient is alive with no injury.